Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, replace all hardware to new device and 2 device was not flowing to the load unload interface in center. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the load messages were not interfacing to cerner. A technical support specialist contacted the customer to check if the issue was already resolved or still ongoing. The customer stated that their cerner/interface team is working on the matter. Customer granted permission to close the case, and the ticket was closed accordingly. The system functioned as intended after the technical support specialist investigated the device.